Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Although the device involved is not available for evaluation, the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that the product leaked chemotheraphy at the second injection site of the tubing. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) photograph was provided for evaluation. Visual examination of the photo noted droplets of fluid present on a caresite valve with the most fluid appearing at the connection between the backcheck and caresite valves. Based on the evaluation of the photo the reported defect is confirmed. Review of the discrepancy management system (dsms) database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. Based on the data from the investigation we are unable to determine the root cause of the reported incident via the photo. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.